Manufacturer narrative:
The reported issue was addressed with phone support. The technical support engineer (tse) was contacted to troubleshoot an issue that arm 3 did not recognize the cannula. The customer elected to continue the procedure without arm 3. The tse advised to firmly seat the sterile adapter (sa) and power cycle the system. No site visit was conducted. The system was working properly and no additional action was required. A log review confirmed the pulmonary lobectomy procedure on (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary surgical procedure, the customer informed the technical support engineer (tse) that arm 3 did not recognize the cannula. The customer did not know if there was any message. The tse reviewed the error logs but did not find any related errors. The customer continued the procedure without arm 3. The tse advised the customer to firmly seat the sterile adapter (sa) and power cycle the system. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on the system was no error. It was unknown if arm 3 issue was resolved during the procedure. The procedure was initially started with 3 arms, and arm 3 was not used. The procedure was completed robotically with 3 arms.